Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain is on the right side for 3 day now/ ebelly pain/vibrations in abdominal area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2015, the patient experienced the first episode of dyspareunia ("we tried having sex yesterday and it hurt so bad"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("pelvis pain"), tooth fracture ("I have had 4 teeth break since I've had essure/teeth breaking off"), gingival pain ("my gums hurt and have a bad sensitivity"), hyperaesthesia teeth ("my gums hurt and have a bad sensitivity"), the second episode of dyspareunia ("very, very painful sex/ painful intercourse/"), tooth disorder ("dental problems"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), endometriosis ("endometriosis"), menorrhagia ("heavy bleeding during periods"), dysuria ("painful urination"), arthralgia ("joint pain"), ovarian cyst ("ovarian cysts"), fallopian tube cyst ("fallopian cysts"), furuncle ("boils in arm"), disturbance in attention ("attention loss"), genital haemorrhage ("bleed"), anaemia ("anemic"), abdominal pain lower ("cramps"), migraine ("migraines"), headache ("headaches"), pain in extremity ("pain legs/right arm pain"), fatigue ("fatigue"), insomnia ("sleeplessness"), breast tenderness ("breast tenderness"), dizziness ("dizziness"), abdominal distension ("bloating"), adnexa uteri pain ("stabbing pain in tube area"), vision blurred ("focusing problems"), uterine spasm ("cramping"), cyst rupture ("ruptured cyst/cyst burst"), the second episode of pelvic pain ("feel like your dying/I couldn't sit, stand or lay down without keeling over in pain") and movement disorder ("one ruptured cyst was so bad I couldn't move"), underwent tooth extraction ("6 teeth pulled") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain, tooth fracture, gingival pain, the last episode of dyspareunia, tooth extraction, weight increased, tooth disorder, urinary tract infection, cystitis, endometriosis, menorrhagia, dysuria, arthralgia, ovarian cyst, fallopian tube cyst, furuncle, disturbance in attention, genital haemorrhage, anaemia, abdominal pain lower, migraine, headache, pain in extremity, fatigue, insomnia, breast tenderness, dizziness, abdominal distension, adnexa uteri pain, vision blurred, uterine spasm, cyst rupture, the last episode of pelvic pain and movement disorder outcome was unknown and the hyperaesthesia teeth had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, anaemia, arthralgia, breast tenderness, cyst rupture, cystitis, disturbance in attention, dizziness, dysuria, endometriosis, fallopian tube cyst, fatigue, furuncle, genital haemorrhage, gingival pain, headache, hyperaesthesia teeth, insomnia, menorrhagia, migraine, movement disorder, ovarian cyst, pain in extremity, tooth disorder, tooth extraction, tooth fracture, urinary tract infection, uterine spasm, vision blurred, weight increased, the first episode of dyspareunia, the first episode of pelvic pain, the second episode of dyspareunia and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: cyst burst. Ultrasound scan vagina - on an unknown date: cyst burst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: reporter information was added. New events were added: cramping, we tried having sex yesterday and it hurt so bad, ruptured cyst/cyst burst, feel like your dying/I couldn't sit, stand or lay down without keeling over in pain, one ruptured cyst was so bad I couldn't move. Lab data was added: abdominal and vaginal ultrasound. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain is on the right side for 3 day now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), tooth fracture ("I have had 4 teeth break since I've had essure"), gingival pain ("my gums hurt and have a bad sensitivity"), hyperaesthesia teeth ("my gums hurt and have a bad sensitivity"), pelvic pain ("pelvis pain") and dyspareunia ("very, very painful sex") and underwent tooth extraction ("6 teeth pulled"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain, tooth fracture, gingival pain, pelvic pain, dyspareunia and tooth extraction outcome was unknown and the hyperaesthesia teeth had resolved. The reporter considered abdominal pain, dyspareunia, gingival pain, hyperaesthesia teeth, pelvic pain, tooth extraction and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following abdominal pain were reported via social media. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 4, 5, 6, 7 processed together. Social media content received: reporter added. Events added- tooth fracture, gingival pain, hyperaesthesia teeth, 6 teeth pulled. On 20-mar-2020: fu 4, 5, 6, 7 processed together. Social media content received: reporter added. On 20-mar-2020: fu 4, 5, 6, 7 processed together. Social media content received: reporter added. Events added- pelvic pain, dyspareunia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain is on the right side for 3 day now/ ebelly pain/vibrations in abdominal area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("we tried having sex yesterday and it hurt so bad"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("pelvis pain"), tooth fracture ("I have had 4 teeth break since I've had essure/teeth breaking off"), gingival pain ("my gums hurt and have a bad sensitivity"), hyperaesthesia teeth ("my gums hurt and have a bad sensitivity"), painful intercourse ("very, very painful sex/ painful intercourse/"), tooth disorder ("dental problems"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), endometriosis ("endometriosis"), menorrhagia ("heavy bleeding during periods"), dysuria ("painful urination"), arthralgia ("joint pain"), ovarian cyst ("ovarian cysts"), fallopian tube cyst ("fallopian cysts"), furuncle ("boils in arm"), disturbance in attention ("attention loss"), genital haemorrhage ("bleed"), anaemia ("anemic"), abdominal pain lower ("cramps"), migraine ("migraines"), headache ("headaches"), pain in extremity ("pain legs/right arm pain"), fatigue ("fatigue"), insomnia ("sleeplessness"), breast tenderness ("breast tenderness"), dizziness ("dizziness"), abdominal distension ("bloating"), adnexa uteri pain ("stabbing pain in tube area"), vision blurred ("focusing problems"), uterine spasm ("cramping"), cyst rupture ("ruptured cyst/cyst burst"), the second episode of pelvic pain ("feel like your dying/I couldn't sit, stand or lay down without keeling over in pain") and movement disorder ("one ruptured cyst was so bad I couldn't move"), underwent tooth extraction ("6 teeth pulled") and was found to have weight increased ("weight gain") and weight decreased ("lost some of my belly "). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain, tooth fracture, gingival pain, painful intercourse, tooth extraction, weight increased, tooth disorder, urinary tract infection, cystitis, endometriosis, menorrhagia, dysuria, arthralgia, ovarian cyst, fallopian tube cyst, furuncle, disturbance in attention, genital haemorrhage, anaemia, abdominal pain lower, migraine, headache, pain in extremity, fatigue, insomnia, breast tenderness, dizziness, abdominal distension, adnexa uteri pain, vision blurred, uterine spasm, dyspareunia, cyst rupture, the last episode of pelvic pain, movement disorder and weight decreased outcome was unknown and the hyperaesthesia teeth had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, anaemia, arthralgia, breast tenderness, cyst rupture, cystitis, disturbance in attention, dizziness, dyspareunia, dysuria, endometriosis, fallopian tube cyst, fatigue, furuncle, genital haemorrhage, gingival pain, headache, hyperaesthesia teeth, insomnia, menorrhagia, migraine, movement disorder, ovarian cyst, pain in extremity, tooth disorder, tooth extraction, tooth fracture, urinary tract infection, uterine spasm, vision blurred, weight decreased, weight increased, the first episode of pelvic pain, painful intercourse and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: cyst burst. Ultrasound scan vagina - on an unknown date: cyst burst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received : new event weight decreased added . New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain is on the right side for 3 day now/ ebelly pain/vibrations in abdominal area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvis pain"), tooth fracture ("I have had 4 teeth break since I've had essure/teeth breaking off"), gingival pain ("my gums hurt and have a bad sensitivity"), hyperaesthesia teeth ("my gums hurt and have a bad sensitivity"), dyspareunia ("very, very painful sex/ painful intercourse"), tooth disorder ("dental problems"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), endometriosis ("endometriosis"), menorrhagia ("heavy bleeding during periods"), dysuria ("painful urination"), arthralgia ("joint pain"), ovarian cyst ("ovarian cysts"), fallopian tube cyst ("fallopian cysts"), furuncle ("boils in arm"), disturbance in attention ("attention loss"), genital haemorrhage ("bleed"), anaemia ("anemic"), abdominal pain lower ("cramps"), migraine ("migraines"), headache ("headaches"), pain in extremity ("pain legs/right arm pain"), fatigue ("fatigue"), insomnia ("sleeplessness"), breast tenderness ("breast tenderness"), dizziness ("dizziness"), abdominal distension ("bloating"), adnexa uteri pain ("stabbing pain in tube area") and vision blurred ("focusing problems"), underwent tooth extraction ("6 teeth pulled") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain, pelvic pain, tooth fracture, gingival pain, dyspareunia, tooth extraction, weight increased, tooth disorder, urinary tract infection, cystitis, endometriosis, menorrhagia, dysuria, arthralgia, ovarian cyst, fallopian tube cyst, furuncle, disturbance in attention, genital haemorrhage, anaemia, abdominal pain lower, migraine, headache, pain in extremity, fatigue, insomnia, breast tenderness, dizziness, abdominal distension, adnexa uteri pain and vision blurred outcome was unknown and the hyperaesthesia teeth had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, anaemia, arthralgia, breast tenderness, cystitis, disturbance in attention, dizziness, dyspareunia, dysuria, endometriosis, fallopian tube cyst, fatigue, furuncle, genital haemorrhage, gingival pain, headache, hyperaesthesia teeth, insomnia, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, tooth disorder, tooth extraction, tooth fracture, urinary tract infection, vision blurred and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- weight gain, dental problems, urinary tract infection, bladder infection, endometriosis, menorrhagia, painful urination, joint pain, ovarian cysts, fallopian cysts, boil on arm, attention loss. Reporter were added. Fu 08, 09,10,11,12 was processed together. On (B)(6) 2020: social media was received. Event added- genital haemorrhage, anemic, cramps, migraines, headaches, pain legs, fatigue, sleeplessness, breast tenderness, dizziness, bloating, stabbing pain in tube area, focusing problems. Reporter were added. Fu 08, 09,10,11,12 was processed together. On(B)(6) 2020: social media was received. Reporter were added. Fu 08, 09,10,11,12 was processed together. On(B)(6) 2020: social media was received. Reporter were added. Fu 08, 09,10,11,12 was processed together. On (B)(6) 2020: social media was received. Reporter were added. Fu 08, 09,10,11,12 was processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain is on the right side for 3 day now') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Concerning the injuries reported in this case, the following abdominal pain were reported via social media. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. Reporter information added. This case become incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.